Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had trouble inserting the btt on the vasoview 7 xb, it would only go in halfway. It was difficult to manipulate the scope and cannula. As a result of the btt not being inserted all the way, they took a shorter vein than they normally would have harvested. There was damage done to the vein due to the difficulty manipulating the scope and the cannula through the btt. However, the surgeon was able to repair the vein. The same device was used to complete the procedure.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. (B)(4).